Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Due to subcutaneous implantation and patient anatomy, the patient's generator could be visibly seen coming out of their skin. There was a need for different placement of the generator, so the patient received an explant. Two weeks after the explant the patient had a new generator implanted. No additional or relevant information has been received to date.